Event description:
It was reported that while using bd facslyric¿ that there was carryover involving patient samples. The following information was provided by the initial reporter: during sit flush, no liquids are sucked in at all. Asked to check sit flush line we have detected patient sample carryover on lyric (B)(6). When rinsing the device and then sit flush found that the sit flush does not work. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes, additional diagnostics were ordered due to the sample carryover. There it became clear that it was a matter of carryover and not a problem with the patient sample. The procrastination did not have any medical consequences, as it was noticed before the report was made and this was withheld until the problem was clarified. 2. Was there any delay of treatment due to the issue? (Go to question #3) there was a delay in reporting (+1 day), which was not relevant to treatment, i.e. No delay in treatment. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no new samples were taken. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ that there was carryover involving patient samples. The following information was provided by the initial reporter: during sit flush, no liquids are sucked in at all. Asked to check sit flush line we have detected patient sample carryover on lyric (B)(6). When rinsing the device and then sit flush found that the sit flush does not work. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes, additional diagnostics were ordered due to the sample carryover. There it became clear that it was a matter of carryover and not a problem with the patient sample. The procrastination did not have any medical consequences, as it was noticed before the report was made and this was withheld until the problem was clarified. 2. Was there any delay of treatment due to the issue? (Go to question #3) there was a delay in reporting (+1 day), which was not relevant to treatment, i.e. No delay in treatment, 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4). No new samples were taken. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
Scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover due to the sit flush operation not working that occurred on 08mar2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663029. Date range from 08mar2022 to date 08mar2023. Manufacturing device history record (DHR) review: DHR part # 663029, serial # (B)(6), file # 663029-663029-(B)(6)-106746705-20 was reviewed. The instrument met all the manufacturing specifications prior to release. Instrument manufacturing date: 07apr2020 complaint history review: there are 5 complaints related to the reported issue (filtered using as reported code 1: ¿result - erroneous diagnostic¿) for part # 663029; (B)(4), and this one, (B)(4). Date range from 08mar2022 to date 08mar2023. Returned sample analysis: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. Service history review: review of related work order #: (B)(4); case #: (B)(4). Install date: 12jan2021. Defective part number(s): 66439907 - blue 488 nm laser module svc. (B)(4) (field service) notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - sit flush not working. Problem description: we have detected patient sample carryover on lyric (B)(4). When rinsing the device and then sit flush found that the sit flush does not work. Work performed: sit flush function checked: 3 drops come out of the capillary. Suction p2 works perfectly. Hose via v8 (suction) was replaced at the last pm in december 2022. This shows no wear. Position pushed. Carryover test performed. (8peaks and then ad). This showed 1.4% on a sit flush. At 2 ad after 8 peak, the value was 0.6%. However, the sheath filter was installed in such a way that the vent looked down and the filter was accordingly filled with air. Correct venting can therefore not be guaranteed. During a sit flush, the p1 pump pushes liquid through the sheath filter into the capillary. If the filter is not filled correctly, the flushing will not work properly. Abortcount test afterwards showed a value of more than 1% and is therefore incorrect. The system may not be used at the moment. Rinsing carried out, optics checked and beam shape examined. The further procedure must be discussed. Cause: see wo (B)(4). Solution: see wo (B)(4). Wo-(B)(4)7 (escalation) notes/case comments: (2023-03-13 14:11:53 gmt) abort count 1.45%. Pic laser is installed. Device is in usage since february 2021. 3 little spots are visible on beam shape. Laser needs to be replaced. Wo-(B)(4) (supporting field service) notes: subject / reported: abort count 1.45%. Problem description: abortion count 1.45%. Pic laser needs to be replaced. Blue laser. Work performed: we repaired the optics of your bd facslyric¿. This includes: replace blue laser final check: sensitivity / separation checked with 8-peak beads. Cqc completed successfully. Pqc completed successfully. Abort count test completed successfully. Successfully performed daily clean. Laser safety check carried out. The device corresponds to the specifications of the system and is ready for use without restrictions. Cause: laser defective. Solution: replaced laser. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no. Hazard ID #: libivd-ra-100 3.1.7. Hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic. Harmful effects: events appear in wrong tube (false positive result). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential cause was determined to be a deteriorated blue laser. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a deteriorated blue laser. In response to the customer reporting the sit flush not working, the fse (field service engineer) went onsite to investigate the issue. After checking the functionality of the p2 & p1 pump, v8 valve and its tubing, sheath filter etc., and performing the carryover and abortcount tests, the fse confirmed the issue. The fse determined that the blue laser had deteriorated as it had been in usage in the instrument since february 2021 and replaced it (part # 66439907 - blue 488 nm laser module svc). After the repair, the instrument was tested and was found to be working as per bd specifications. Although the carryover issue did cause the instrument to produce erroneous results on patient samples, these were not reported to clinicians, and were therefore not used to diagnose or treat any patients. The results were captured prior to any diagnosis decision and reported to bd, and there was no delay in medical treatment. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-11881-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer reporting that the sit flush was not working on the facslyric was determined to be a deteriorated blue laser. The fse confirmed the issue and replaced the laser (part # 66439907), after which the instrument was rebooted, tested, and found to be functioning as expected. No one was harmed or injured, and no patient diagnosis or treatment was performed based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.